Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-03120. It was reported that the patient experienced ineffective therapy from both systems. Surgical intervention was undertaken on (B)(6) 2023, where both of the patients systems were explanted.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000025642. Common device name: scs lead, model: 3169, UDI: (B)(4), serial: (B)(6), batch: 5678447. Common device name: scs lead, model: 3169, UDI: (B)(4), serial: (B)(6), batch: 5678447.